Event description:
A nurse reported that during intraocular lens (iol) implant surgery the haptic broke and resulted in a broken capsulse. Additional information was received from the surgeon who reported the capsule was intact prior to iol implantation and torn after iol injection. The iol was exchanged during the same surgery for a new one placed in the sulcus. A vitrectomy and suture were performed. The patient was treated medications and the event resolved with the treatment. The surgeon reported the use of an unapproved viscoelastic during the surgical procedure.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis, a broken haptic was not observed; however, one haptic was bent and this damage could have been interpreted as the reported complaint. Solution was observed dried on the lens. Results from the product history record review indicated the product met release criteria. The account indicated the use of an unapproved viscoelastic for the reported lens model and delivery system. The use of unapproved products may result in lens delivery difficulties or lens damage. The root cause is most likely related to a failure to follow the dfu. There have been no other complaints reported in the lot number. A completed questionnaire was received. (B)(4).